Manufacturer narrative:
The reported observation of a lead fracture was confirmed when referencing the returned lead. The root cause of the observation was due to the lead being kinked as a result of repetitive motion, which broke all of the lead wires evenly.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had fractured, leading to high impedances. The issue was confirmed via x-rays. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.